Manufacturer narrative:
During the investigation of the case, it was possible to reproduce the customer's allegation in a blank environment both in the reported version (3.00.00) and in the latest available version of the software (3.01.02). There is an instrument that uses a commserver (cs) driver (for instance, cobas 8000 with cs driver). The instrument alarms can be mapped to an internal system alarm in the "instrument definition ¿ alarm mapping" screen. This can be used, for instance, to hide an alarm code in infinity by mapping the received alarm to blank, or to show a different name of the alarm in infinity, among others. To reproduce the issue in a blank environment, the instrument alarm code 71 has been mapped to the system alarm "err_flag - erroneous flag". When infinity receives results from the instrument with alarm code 7, the infinity software incorrectly maps this code to the system alarm "err_flag ¿ erroneous flag", that corresponds to instrument alarm 71. Alarm code 7 is not mapped in infinity software to any system alarm, so the expected behavior would be that alarm code 7 was shown on the infinity system, without any modification nor match to any system alarm. The same behavior is also reproduced with alarms 8 and mapped alarm 83. Due to this incorrect behavior, the rules that are associated with result alarms 7 and 8 (in this case, a rerun with dilution rule) are not triggered, as infinity incorrectly maps them to the system alarms that correspond to the incoming flags 71 and 83, respectively. It has been determined that the root cause of the issue is that when the infinity receives an alarm that is not mapped in the system, but there is another mapping of an instrument alarm that starts with the exact same characters that conform the received alarm (in this example, 7 and 71), the infinity incorrectly uses this mapping with the received alarm. As a consequence of this erroneous behavior of the software, a) the correct flags do not appear in infinity, b) incorrect flags could be assigned to the affected result, c) rules associated with the received result alarms are not triggered and d) rules that do not apply to the received alarm flag could be triggered if they were associated to the incorrectly mapped system alarm. The root cause of the issue is a refactor of a method related to commserver drivers and alarm mapping. This causes that, when an alarm is not mapped in the infinity software, if there is a mapped alarm and its first characters match the received alarm code, the infinity software incorrectly assigns this mapping to the received alarm. This behavior will be the same regardless of whether the alarm is numerical or alphanumerical, and only affects commserver drivers (as the method is related to commserver). If the received alarm is not mapped in infinity, and there is no mapping that matches the characters of such alarm, the received alarm code is correctly assigned. As a workaround, if all the instrument alarms have a mapping in infinity to a system alarm (that can be the same as the instrument alarm), all the flags are correctly received. The event occurred in: (B)(6).

Event description:
The initial reporter stated that the cobas infinity software (version 3.00.00) is mapping alarms incorrectly. The system is not correctly mapping alarms 7 and 8, but does appear to be mapping other alarms fine. The customer was able to perform a workaround by removing the alarm mappings for alarm codes 71 and 83. This could have an impact on patient results as results that should have alarm messages attached could be incorrectly released to the customer laboratory integrated solution (lis) systems. The customer verified that there has been no harm to any patients due to this issue.

Manufacturer narrative:
Roche has confirmed through a customer complaint investigation that alarm flags that have a "<" symbol in front of them are not displayed on the cobas infinity validation screen. This issue affects only customers that are doing manual validation on the cobas infinity validation screen. This issue is limited to the display of alarms on the cobas infinity validation screen. All alarms are correctly received and stored in the database. Also, this does not impact the display of actual results. All cobas infinity laboratory solution software versions are affected. For roche and non-roche analyzers: ¿ if validation is done outside of the cobas infinity (e.g., laboratory information system), then alarms are correctly sent to the host system and these customers are not affected. ¿ if validation is done in cobas infinity using the alarm mapping function on the cobas infinity laboratory solution to create system flags that start with "<" symbol, then these customers are affected. Any alarm mapping that maps an instrument alarm to a system alarm that starts with a "<" symbol will lead to a situation where the system flags are not visible for manual validation on the cobas infinity validation screen. For non-roche analyzers only: ¿ if validation is done in cobas infinity and the analyzer sends alarm flags on test results beginning with the "<" symbol in front of the alarm flag, then the customer is affected. Roche will resolve this issue in the near future with a mandatory software patch update. Field h9 has been updated.